Event description:
Consumer alleges the seat is allegedly sunk in and the bar is poking her in the back causing her pain.

Manufacturer narrative:
On (B)(6) 2025, tech went out to evaluate the unit. Tech found nothing wrong with lift chair. There is nothing poking out of the seat. Chair is functioning properly. Consumer doesn't fit in the chair. Updated manufacturer date.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges the seat is allegedly sunk in and the bar is poking her in the back causing her pain.